Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was missing patient data. Spoke with international representative regarding patient information missing from the file and was advised that (B)(6) has a privacy laws that prohibits the transfer of patient data. Therefore, the patient details are unobtainable.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the physician believed that user-related issues may have caused the support catheter to kink with the recanalization catheter in it. However, based upon the available information, the definitive root cause is unknown.

Event description:
It was reported that after 1 minute 19 seconds of activation, the recanalization catheter made an unusual sound. During retraction, the catheter became lodged in the support sheath. The catheter and support sheath were removed as a single unit. Upon removal of the devices, the catheter material was noted to be pulled away from the metal catheter tip and the support catheter was kinked. There was no reported patient injury.